Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer did not have insulin pump at the time of call and was not able to describe the state of the drive support cap. Customer's blood glucose was 150 mg/dl. Customer was advised that insulin pump would need to be replaced.